Event description:
Note: this report pertains to one of two resolution clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution clip devices were used in the cecum during a colonoscopy procedure for prophylactic clip placement post polypectomy performed on (B)(6) 2025. During the procedure, the clip was difficult to release from the catheter. Multiple attempts were made to open and close the clip, accompanied by rotational maneuvers in an effort to disengage it. Eventually, the catheter separated from the clip. Additionally, the same problem happened on the other clip device. The procedure was completed with these clip devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being difficult to be released from the catheter.